Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "unstable image output; no image sometimes". No information about patient involvement available. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the inspection the error description provided by the customer "unstable image output; no image sometimes" was confirmed, and further defects were detected. As stated, the device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the user, whereby moisture penetrated through a broken weld seam and damaged several components, leading to the image failure. The event is filed under internal karl storz complaint ID: (B)(4).